Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip device was returned for product evaluation. The sheath was returned mated with the carrier tube assembly. The device was returned in a deployed state with the tamper tube released and a small piece of collagen attached to the suture. Another two pieces of collagen were returned separately for evaluation. No other components were received. Visual inspection revealed that the deployment sleeve of the carrier tube was in the full rear lock position with colored bands fully exposed. The anchor was not returned. The overall condition of the device appeared to be consistent with performance of all deployment steps. Under microscopy, the anchor could not be observed and the collagen could be seen over tamped. Both the clear and the black compaction markers were fully visible from the carrier tube assembly. The complaint can be confirmed for anchor detachment due to over tamping of the collagen. The fully exposed black compaction marker indicates that the collagen was over tamped. The IFU indicates that tamping should not expose the distal end of the black compaction marker if hemostasis has been achieved. Over tamping of the collagen has been known to cause anchor detachment, which is the likely case that the user experienced. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient underwent a percutaneous coronary intervention (pci) where a 4 fr sheath (40 cm) was used. After the procedure, the angio-seal device was used. Although the physician used the angio-seal device by following the procedures, the physician felt the suture snapped when the physician was applying tension on the suture. After the device was withdrawn, the anchor was not positioned and the suture, knot and collagen were withdrawn. There was no anchor attached (visually checked). The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. As of november 12, no health damage to the patient was reported. The patient has been followed-up. It is suspected that the anchor might have dropped, and the anchor could not be found even using an ultrasound. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right or left common femoral artery (unknown). The vessel diameter is unknown. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.